Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "while irrigating the pts knee, after trial insert was removed, noticed a piece of the insert trial was broken off in the pt. They pulled it out and proceeded."